Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced high blood glucose level and the customer alleged insulin pump was under delivering. Customer blood glucose level was 600 mg/dl. Customer current blood glucose level was 261 mg/dl. The customer alleged insulin pump was under delivering because blood glucose level are very high and usually are not. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump passed displacement verification test. Customer noticed the air bubbles in reservoir during filling process and air bubbles were not of soda pop or champagne size. Customer was assisted with troubleshooting for high blood glucose. The reservoir will not be returned for analysis. The insulin pump will not return for the analysis.